Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had high impedances and high thresholds. The device was removed from the pocket and a tug test was given. The leads remained in the device header. Set screws were then unscrewed and the leads were removed from the header. Both leads were tested with the analyzer and all parameters were in normal range. The leads were reconnected to the device. Device interrogation revealed all parameters were within normal limits similar to the analyzer measurements. The device and leads remain in use. No patient complications have been reported as a result of this event.